Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. It was reported that the user was receiving frequent/persistent occlusion alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/25/2015 with the following findings: several 'occlusion alarms', which were due to high force readings and can be indicative of the type of issue that was reported, were observed in the black box data. The pump was exercised for 24 hours, during which no 'occlusion alarms' were observed: the reported issue was not duplicated. The pump passed a force sensor calibration check. The pump successfully performed the prime sequence functions. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications.